Manufacturer narrative:
Date of implant is unknown. Date of event is unknown. UDI is unknown as device information.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.